Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue and an inaccurate low issue with her one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on an unspecified day "last week" prior to contacting lfs. She obtained a glucose result of "132 mg/dl" on the subject meter and "84 mg/dl" on her dexcom cgm, where she felt the subject meter was reading inaccurately high. On a different comparison, she obtained glucose results of "151 and 84 mg/dl" on the subject meter and "237 and 172 mg/dl" on the dexcom cgm, where she felt the subject meter was reading inaccurately low. The patient stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issues on (B)(6) 2012 she reportedly performed slightly more exercises than usual. She claimed "several days" after the alleged issue started she felt sweaty, shaky and lost consciousness. On (B)(6) 2012, at 11 am she was in the emergency room (ER), where her blood glucose was tested with an ER meter. They reportedly obtained a glucose result of "24 mg/dl" and at the same time treated the patient with IV glucose. She reported that her blood glucose was tested again at 1:15 pm, and a result of "72 mg/dl" was obtained. It is unknown if the day the patient developed the symptoms, is the same day as the day she went to the ER or what kind of results she had been obtaining on that day. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.